Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional thoracic endovascular aortic repair without subclavian (tevar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first and second prostyle devices. A third and fourth prostyle device was then attempted to be pre-placed however; the devices were unable to catch onto the vessel wall. The pre-close technique was abandoned. The sheath was upsized to a 18f sheath, and the tevar procedure was completed. The vascular team performed a surgical intervention with manual suturing (figure 8 stitch) to close the hole and hemostasis was achieved. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices mentioned in b5 are filed under separate medwatch numbers.